Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was instructed by technical support to take corrective actions such as disconnecting the tubing and delivering a 5-unit bolus, though occlusion alarms persisted. Eventually, it was determined that a blockage in the cartridge caused the occlusion, and the customer resolved the issue by changing supplies and resuming insulin therapy.